Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Reportedly, customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) due to an elevated (bg) level of 596 mg/dl with high ketones. The customer received manual injections and IV fluids of saline and insulin to address high bg. At the time of the report with tandem technical support (cts), there was no permanent damage reported, and the customer was still hospitalized. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.